Event description:
It was reported that this right atrial lead exhibited high pacing thresholds along with low sensing amplitudes and high impedance measurements. A lead fracture was suspected. No adverse patient effects were reported. This product remains in-service.